Event description:
Procedure type: rectosigmoidectomy. According to the reporter: the physician said that the stapler did not fire all the staples; the staple line was not completed. Did not have characteristic sound of stapling. So he decide to use a new stapler eea 31 mm and when the instrument was removed, he saw that did not cut (distal). He could see a great area that did not tracheostomized. It was decided to make a colostomy in the patient and the radiotherapy will have to be delayed until the period of rectum reconstruction. A new surgery will be done in 3 or 4 months (after the patient recovers). There was an extension of the procedure and surgical anaesthetic.

Manufacturer narrative:
(B)(4).